Event description:
Procedure: appendectomy. According to the report: the anchoring balloon burst halfway through the surgery and resulted in leakage of co2. Doctor has to remove the trocar and insert another one. Surgery was extended by 20 mins, but there was no injury to the patient reported.

Manufacturer narrative:
(B) (4).